Manufacturer narrative:
DHR review: the quality records for the lot 135291 000 are complete and in order. No non-conformity was recorded for this lot number. No similar complaint has been recorded for this lot of xcela power injectable port. No deviation has been recorded in material and/or manufacturing process during manufacturing of the lot number 135291000 of xcela power injectable port. The xcela dual lumen plastic ports are 100% controlled for no leaking. We execute 2 consecutive leak tests: first leak test is the control of the sealing of the complete dual port to check that there is no leak between the chambers and the exterior. Injected air pressure 2000pa, no measured leak > 11 o pa. In second we control the sealing between the two chambers of the dual port. Injected pressure 2000pa, no measured leak > 110 pa. The routine leak test we execute at 100% on the dual ports is based on the standard nf s94-370, referenced european standard for the ports. Returned product investigation: with a huber needle connected to a syringe, we punctured and flushed the dual lumen of the returned port with no problem. The port is not blocked. No leakage has been detected. We made a high pressure injection test by connected as closed system the port to a high pressure manometer. We put the system under pressure during 30 seconds (at 21 bars)(approx. 300 psi). No leakage has been detected. We can exclude the leakage of the port as cause of the reported problem. We visually controlled the surface of the membrane in order to check if an incorrect puncture could explain the reported problem: we identified punctures which seem not being made by a standard huber needle, or made at the extreme edge of the membrane. If not conformed needles have been used to access and flush the port, or if access have been made at the edge of the membrane (between the membrane and the purple plastic) a blood leakage could be provoked and hematoma. This could be the potential cause of the reported problem but no definitive conclusion could be made. Similar complaint review: one similar complaint has been recorded in 2013 for the leakage of a dual port in the port pocket: complaint (B)(4) (pfm inc reference: (B)(4)); as no product was returned for investigation, we could not conclude for sure about the exact cause of the reported problem. Risk analysis review: the risk of port leakage is identified in our risk analysis (according to (B)(4)). A review of our complaints showed that the most frequent cause of a port leakage is an improper access to puncture the membrane during use. The review of the instructions for use shows detailed/adequate instruction to safely access the port with non-coring needle. Hematoma is identified as potential consequence in case of blood leakage. Conclusion: the review of the device history records, the review of similar complaints and risk management review showed no deviation. No deviation has been recorded in material and/or manufacturing process during manufacturing of the lot number 135291 000 of xcela power injectable port. Investigation of the returned port excludes the leakage of the port as cause of the reported problem. Incorrect puncture to access the port (probably at the edge of the membrane between the membrane and the plastic) is most probably the cause of the reported problem. Moreover a review of the similar complaint shows that the most frequent cause of a port leakage is an improper access to puncture the membrane during use.

Event description:
The customer reported leakage and hematoma. Event date is unknown.